Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: blank display due to improperly connected display cable (start up).